Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 2000. Patient sought medical treatment for an infection at the ear piercing site the next month. Oral antibiotics were prescribed. Returned for treatment the following day. At this time patient was admitted to the hospital where an incision and drainage was performed, i.v. Antibiotics were administered and oral antibiotics were continued. Patient was released that day.